Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that a replace battery code beginning with 128-fxxx (where x is any number or letter) was present in the alarm history and this alarm had not occurred 3 times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/09/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/26/2014 with the following findings:evidence of short battery life and excessive battery usage were observed in the black box data. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The battery compartment was observed to be completely intact. Evaluation revealed that the pump drew electric current at levels outside of the specifications. The pump case was removed, and evidence of moisture damage was observed on the transceiver board. The transceiver board was unplugged, and the electric current levels returned to levels within the specifications. The defective transceiver board directly caused the reported event. Unrelated to the reported event, the display screen was found to be dim and discolored.